Manufacturer narrative:
(B)(4). The analysis results found that device (a) was returned in good visual condition. In an attempt to replicate the reported incident, the device was tested for functionality. Upon testing, the device was cycled, fed, and formed the remaining clips as intended. In order to confirm the clips were within manufacturing specifications, the clips were evaluated using a tool that is designed to determine proper formation. In addition, the device locked out as intended but the orange visual indicator was over-traveled. When this occurs, the indicator wheel may continue to rotate after indication of a completely fired device. Please note the over-travel of the indicator wheel is not related to the reported event. The batch record was reviewed and no anomalies were noted during the manufacturing process. The analysis results found that device (b) was returned in good visual condition. In an attempt to replicate the reported incident, the device was tested for functionality. Upon testing, the device was cycled, fed, and formed the remaining clips as intended. In order to confirm the clips were within manufacturing specifications, the clips were evaluated using a tool that is designed to determine proper formation. The batch record was reviewed and no anomalies were noted during the manufacturing process. Batch # g9kt9d mfg date 09/13/2010 exp date 08/13/2015 (B)(4). The analysis results of device (c) found that the device was received with the jaw and cam ramps disengaged; the jaw/cam ramps were found to be damaged. This condition would not allow the jaws to collapse in order to form the clips. Possible causes for this condition may be inadvertent force, twisting or pressure being placed on the device jaws, using the jaws of the device as a dissector/retractor or damage to the jaws while entering the trocar. The batch record was reviewed and no anomalies were noted during the manufacturing process. Batch # h9029n mfg date 01/13/2011 exp date 12/13/2015 (B)(4) jaw/cam.

Manufacturer narrative:
(B)(4): information anticipated, but unavailable at this time.

Event description:
It was reported that during a laparoscopic cholecystectomy procedure, the clips did not form with three devices. A fourth device was used to complete the procedure. There was no impact to the patient.